Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal, chronic.') In an adult female patient who had essure (batch no. 12433496, 20227508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage and menorrhagia. Concurrent conditions included inflammatory appendiceal mass, bleeding intermenstrual, post coital bleeding, hot flashes, night sweats, irregular menstrual cycle and libido decreased. Concomitant products included hydroxyprogesterone caproate (hydroxyprogestrone), krill oil and nystatin (nystin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)./abnormal bleeding"), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), memory impairment ("forgetfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower l & r abdominal pain") and was found to have blood heavy metal increased ("excessive levels of platinum in my body"). The patient was treated with surgery (hyst. (Full), salping. Hyst. (Full), salping.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and abdominal pain lower had resolved and the memory impairment and blood heavy metal increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, blood heavy metal increased, dysmenorrhoea, dyspareunia, memory impairment, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: that the essure coils were working as intended. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2015: endometrium with fibroids and surface erosion complete with previous ablation therapy, myometrium bilateral fallopian tube no significant histopathologic change. Ultrasound scan - on (B)(6) 2013: normal uterus with coils in both tubes from a previous essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Lot number added. New event: abnormal bleeding (vaginal), lower abdominal pain added. New reporter, concomitant condition, drugs, plaintiffs information and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal, chronic.') In an adult female patient who had essure (batch no: 12433496, 20227508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage and menorrhagia. Concurrent conditions included inflammatory appendiceal mass, bleeding intermenstrual, post coital bleeding, hot flashes, night sweats, irregular menstrual cycle and libido decreased. Concomitant products included hydroxyprogesterone caproate (hydroxyprogestrone), krill oil and nystatin (nystin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) /abnormal bleeding"), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), memory impairment ("forgetfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower l & r abdominal pain") and was found to have blood heavy metal increased ("excessive levels of platinum in my body"). The patient was treated with surgery (hyst. (Full), salping. Hyst. (Full), salping.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and abdominal pain lower had resolved and the memory impairment and blood heavy metal increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, blood heavy metal increased, dysmenorrhoea, dyspareunia, memory impairment, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: that the essure coils were working as intended. Imaging procedure: on (B)(6) 2010: bilateral occlusion. Pathology test: on (B)(6) 2015: endometrium with fibroids and surface erosion complete with previous ablation therapy, myometrium bilateral fallopian tube no significant histopathologic change. Ultrasound scan: on (B)(6) 2013: normal uterus with coils in both tubes from a previous essure procedure. Lot number: 12433496, manufacture date: 2010-03, expiration date: 2013-01. Lot number: 20227508, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal, chronic.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)."), abdominal pain ("abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and memory impairment ("forgetfulness") and was found to have blood heavy metal increased ("excessive levels of platinum"). The patient was treated with surgery (hyst. (Full), salping. Hyst. (Full), salping.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the memory impairment and blood heavy metal increased outcome was unknown. The reporter considered abdominal pain, blood heavy metal increased, dysmenorrhoea, dyspareunia, memory impairment, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case became incident. Event injury nos was replaced with new events added- pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, dyspareunia, blood heavy metal increased and forgetfulness. New reporter added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.